Event description:
It was reported that, after a left ventricular assist device was placed, the subcutaneous implantable cardiac defibrillator (sicd) was turned back on. The sicd, which had been implanted last summer, was checked by the local representative after the procedure. The local representative was unable to get good sensing from any of the three sensing vectors. Technical services advised some testing and programming options. The system was programmed off until it can be assessed later. There were no additional adverse patient effects. The system remains implanted.